Event description:
(B)(4), serial # (B)(4). Date of occurrence: (B)(6) 2012. Event - overinfusion/free flow incident. Pump was programmed for 100ml/hr and it infused the entire 1 l bag in 15 mins. No pt injury. Customer stated "pt was just very hydrated." Customer stated that the free flow protection clip is not broken.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the imptr). This report has been identified as b. Braun (B)(4). The actual pump involved in the reported incident was returned for eval. The volumetric accuracy was tested three times with a rate of 100ml/h, piggyback mode, using the customer bag and tubing. The results were all within specification at 99.5ml, 99.3ml and 99.2ml with no free-flow, door closed or opened. The pump operational log was reviewed. The last recorded infusion was on (B)(6) 2012; the infusion was programmed with an infusing rate of 100.0ml/h and a volume to be infused of 990.0ml. At 9:27:19pm the infusion was started with the pump on dc (battery) power. At 9:30:32pm the pump was plugged in to wall outlet (ac power), then at 10:42:47pm the pump was unplugged and switched to dc (battery) power. At 10:44:59pm the pump was plugged back in to wall outlet, and at 11:48:40pm the pump was unplugged again. The pump was plugged and unplugged three more times before the infusion completed on (B)(6) 2012. On (B)(6) 2012 the infusion continued and at 7:21:22am the "kvo near end;on" message was displayed and the infusion completed and the pump switched to kvo mode at the default rate of 3.00ml/h. The infusion was stopped at 7:23:42am with a total volume infused of 993.97ml or 99.6% of the expected volume. At 7:23:52am the pump door/tube-drive was opened and at 8:14:50am the pump was turned off. At 8:16:36am the pump was turned on but not used again for any infusing. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.